Manufacturer narrative:
Additional: if follow-up, what type. Correction: date of report, PMA/510k, device evaluated by MFR. DHR review: the quality records indicate that these components met all requirements to perform as intended. No trend considering the following event is identified: stem aseptic loosening. Event summary: it was reported that the patient received a left hip implant on (B)(6) 2007 and was revised on (B)(6) 2008 due to aseptic loosening of socket and stem. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check between durom cup and metasul head was performed from www.productcompatibility.zimmer and showed that it was approved by zimmer biomet. However, due to the unknown information of the adapter, compatibility between metasul head and cls stem cannot be confirmed. Conclusion summary: the patient was revised due to aseptic loosening of acetabular component and stem. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The cup loosening is a known issue and have been addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). Therefore, no further investigation required. The contributing factors for stem loosening in general includes wrong positioning when preparing the femoral canal, selection of wrong components and fretting at taper. However, due to the significant lack of information, an accurate analysis cannot be performed. Therefore, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products: cls spotorno, stem, 125, uncemented, 9.0, taper 12/14, catalog no# 0100295009 ; lot no# 2390323, metasul ldh, head, 54, code t, taper 18/20, catalog no# 0100181540 ; lot no# 2344272. Therapy date: (B)(6) 2008. The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in (B)(6) 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in (B)(6) 2008 as notification (B)(4). Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to loosening.